Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602870 implanted port allegedly experienced suction issue. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported suction issue is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported reflow issue is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602870 implanted port allegedly experienced obstruction of flow. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight were not provided.